Event description:
It was initially reported that the surgeon had reviewed x-rays of the vns patient's device and believed that a lead break was present. Subsequently, surgery had been scheduled to revise the lead and generator. Further follow up revealed that the x-rays were reviewed on the day that surgery was scheduled by the surgeon and the manufacturer representative present, and the surgeon verified that there was actually no lead break visualized on the x-rays. Additionally, diagnostic tests performed pre-operatively revealed normal device function. The surgeon opted to replace the generator. The explanted generator is expected to be returned to manufacturer for analysis. Additional info received revealed that the pt was initially referred to the surgeon for x-rays and possible revision due to recently experiencing petit mal epileptic fits. The pt had not had any grand mals for over 6 years. There were no diagnostic tests performed prior to the surgery date by the referring physician or the surgeon to verify proper device function. The last time the device was checked was in 2007 and diagnostics performed at that time revealed normal function. The pt has not been seen by the treating neurologist since 2007. Attempts to obtain additional info from the primary care physician, who referred the pt for surgery, have been made, but have been unsuccessful to date.